Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the device is in used condition. The anchor peek dilator is slightly scratched due to the bone surface rubbing. A manufacturing record evaluation was performed for the finished device 191l269 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an incomplete insertion or poor bone quality may happen, as per IFU; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over tensioning or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during an arthroscopic shoulder stabilize procedure on (B)(6) 2024, when the packing was opened (did not use), it was observed that the anchor of the lupine br ds w/orthcrd device was deformed. Changed to versalok pre packed w/oc device to continue the surgery and could not secure the anchor. During in-house engineering evaluation, it was determined that the versalok pre packed w/oc device was stripped/worn/twisted/cross threaded and had fallen apart. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.